Manufacturer narrative:
The customer alleged possible under delivery anomaly and high bgs on (B)(6) 2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. Possible under delivery anomaly was not confirmed. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, missing serial number label, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were 85 boluses listed on the event date (B)(6) 2023 in the pump history file. Please see the first 10 boluses below. (B)(6) 2023 00:02:53.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6) 2023 00:07:55.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) (B)(6) 2023 00:12:51.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6) 2023 00:17:55.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) (B)(6) 2023 00:22:53.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6) 2023 00:27:55.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) (B)(6) 2023 00:32:53.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6) 2023 00:37:53.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) (B)(6) 2023 00:42:55.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) (B)(6) 2023 00:47:57.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) please see below for the daily total of all insulin delivered on the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 17:35:05.000 dailytotalsg670 (63) dailytotalcollectionstarttime: (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered: 340500 (34.05 u) dailytotalofbasalinsulindelivered: 113250 (11.325 u) dailytotalofbolusinsulindelivered: 227250 (22.725 u) there were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date (B)(6) 2023 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 19:37:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 19:53:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6) 2023 14:28:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2023 14:57:53.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2023 15:23:11.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2023 15:27:55.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2023 17:34:36.000 batteryremoved (55) (B)(6) 2023 17:34:36.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 17:35:08.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) (B)(6) 2023 17:35:58.000 alarmalertnotification (40) faultnumber: battoutlimit (6) (B)(6) 2023 17:36:07.000 alarmalertnotification (40) faultnumber: battoutlimit (6) (B)(6) 2023 17:37:27.000 batteryremoved (55) (B)(6) 2023 17:37:27.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 17:37:39.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) (B)(6) 2023 17:37:52.000 alarmalertnotification (40) faultnumber: battoutlimit (6) (B)(6) 2023 17:38:01.000 alarmalertnotification (40) faultnumber: battoutlimit (6) (B)(6) 2023 17:39:38.000 batteryremoved (55) (B)(6) 2023 17:39:38.000 alarmalertnotification (40) faultnumber: batteryremoved (84) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 23 and battery out limit alarm were expected due to the battery removed and the pump's time reset. Lostsensor1alert (780) not confirmed. Nodelivery (7) not confirmed. Pump error 23 not confirmed. Battoutlimit (6) not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Possible under delivery anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had hyperglycemia and also suspected the insulin pump is under delivering the insulin. Customer¿s blood glucose was 33 mmol/l at the time of event. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations.